Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a diagnosis procedure that was completed by moving the patient to another system. The philips field service engineer (fse) evaluated the system on-site and confirmed that the system was down, and x-ray was not possible. The system log files were analyzed which identified errors indicating that the device had a defective fan and power tray, and that collimation was non-operational. Collimation would not function due to the identified power issue. To address this issue, fse replaced the power distribution unit (pdu) fan tray. After replacement of pdu fan tray, the system was returned to good working condition. The malfunctioning pdu fan tray fru was returned for failure analysis, and the cause of the issue was discovered as a faulty 24v power supply in power supply unit (psu) 04. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated an error message of "x-ray not possible". There was no patient or user harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the power tray which resolved the issue. The device was returned to use in good working order.